Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an examination in stock taking, upon checking the product, the suture was separated from the needle. The product was not used to patient. Another product was used.